Event description:
Head hi/low will not raise.

Manufacturer narrative:
Tech removed and cleaned head up valve to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort continue until we are current.